Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had become inoperable.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as it was determined that only the leads will be addressed.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device remained functional.